Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood, and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. An environmental stress cracking (esc) was observed on the surface only.

Event description:
It was reported that this right atrial (ra) lead was explanted due to venous occlusion. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to venous occlusion. No additional adverse patient effects were reported.